Manufacturer narrative:
No button error alarm noted. Intermittent down arrow button response noted due to flattened dome switch. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error on his insulin pump. Customer's blood glucose was unknown. He stated this happened a few times before but he was able to clear the alarm. Customer thinks a button may have been pressed for longer than three minutes. He was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.